Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged false positive results for 5 samples with the cobas® sars-cov-2 & influenza a/b test (scfa) for use on the cobas® liat® system, when compared to the results generated with the lamiradx and the genexpert cepheid systems. According to the customer all 5 samples generated sars-cov-2 positive and flu a/ flu b negative. All of the same 5 sample tests repeated using the lamiradx were negative for all 3 targets. While a second repeat was performed only for sample 5 using the genexpert cepheid was also negative. The results were reported to the patient and or/ medical personnel and no harm is alleged. Per the FDA guidance five (5) mdrs will be filed, one (1) per each sample. Investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Manufacturer narrative:
A review of the data for the two runs showed one sample was at the limit of detection and the other was a true positive. Nonetheless, discrepant results can occur for a variety of reasons. Discrepancies between results of highly sensitive molecular tests can be observed for respiratory viruses when specimens contain very low concentrations of the analyte (i.e. Viral load). Specimen-to-specimen variability in the concentration of viral rna may occur due to differences in specimen collection, sampling location, disease severity, phase of infection, and time since symptom onset. Very low viral load specimens that are near the assay limit of detection (lod) may not generate consistent results upon repeat testing according to expected statistical variances in detection. As a result, it is important to recognize that discrepant results between the cobas® liat® system and another highly sensitive molecular test may not indicate the cobas® liat® system result is erroneous. Furthermore, true assay performances may be present and discrepant results can occur for a subset of samples when comparing results of the cobas® liat® system and less sensitive test methods. (B)(4).